Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch verio iq meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported the alleged issue first occurred during (B)(6) 2013. The patient reported using insulin pump therapy based on meter readings and carbohydrate intake to manage her diabetes. The patient reported she normally tests more than 8-10 times a day. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 she developed symptoms of "severe headache, nausea, feeling hot, dizzy, really hungry, blurred vision, extremely thirsty and polyuria." The patient reported that her daughter drove her to the hospital. The patient reported while at the hospital she tested on the lfs meter and obtained a reading of "600+mg/dl" on the lfs meter and her meter shut off. It is unclear if the alleged issue occurred prior to the start of symptoms, or after. The patient reported while at the hospital she was treated for hyperglycemia including IV fluids and IV insulin, and eventually subcutaneous insulin. The patient reported many blood glucose readings were obtained, however she could not recall any readings. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claimed due to the alleged issue, she developed symptoms suggestive of hyperglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
(09/17/2013) correction:this complaint is being ruled out as an adverse event for the following conclusions: since the patient reported being symptomatic prior to the start of the alleged issue, the lfs meter could not have caused the alleged injury. In addition, the patient was already in the hospital receiving treatment for an acute complication of diabetes when the alleged issue occurred. There was no delay in treatment. However this complaint will still be reported as a malfunction since the alleged issue was not resolved with troubleshooting. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted, at this time, lifescan considers this matter closed.